Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed through log file analysis. The logs pertaining to con102916 were analyzed and revealed a controller power up event on (B)(6) 2017 at 11:10:19. The data point prior to the loss of power was recorded at 11:07:48 and revealed that bat310423 was connected to power port 1 with 97% relative state of charge (rsoc) and that bat310503 was connected to power port 2 with 45% rsoc. The data point after the controller power up event was recorded at 11:25:17 and revealed that bat310423 was connected to power port 1 with 97% rsoc and bat310653 was connected to power port 2 with 96% rsoc. Bat310503 was changed to bat310653, indicating that a power source exchange had occurred during the loss of power. Failure analysis of the battery revealed that the unit passed visual and functional testing. The battery was able to lock properly and provide a stable connection when powering a controller. As a result, a possible root cause of the reported event can be attributed to a disconnection of both power sources from the controller during a power source exchange. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. A report was received that a patient was at his routine clinic visit when a review of his log files revealed a double power disconnect that had occurred on (B)(6) 2017. When questioned, the patient reported that he had been changing the power source on power port 2 of his controller and he saw the lcd display go blank and that this was followed by an audible continuous alarm.  The patient replaced the battery on power port 2 and the alarm resolved with pump parameters seen on the lcd screen. The patient was asymptomatic during this time.  The review of the controller log files revealed that at the time of the event, bat310423 was connected to power port 1 of the controller.  The site reported that there was no damage or connection issues associated with the controller or the battery and that there was no allegation of a device deficiency associated with the patient's controller.  The battery was exchanged with no reported patient consequence and this appears to have resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The "no power" alarm provides a loud continuous auditory alarm that users are unable to mute. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) provides guidance regarding controller visual and auditory alarms including potential causes and actions to take. The IFU explains that this critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. They are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting clinical support. The IFU and patient manual also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was at his routine clinic visit when a review of his log files revealed a double power disconnect that had occurred on (B)(6) 2017. When questioned, the patient reported that he had been changing the power source on power port 2 of his controller and he saw the lcd display go blank and that this was followed by an audible continuous alarm. The patient replaced the battery on power port 2 and the alarm resolved with pump parameters seen on the lcd screen. The patient was asymptomatic during this time. The review of the controller log files revealed that at the time of the event, (B)(4) was connected to power port 1 of the controller. The site reported that there was no damage or connection issues associated with the controller or the battery. The battery was exchanged with no reported patient consequence and this appears to have resolve the issue.